Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: "phlebotomist was with the patient and when he opened the sample collection kit in front of the patient, he found the sealed needle was with blood."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-20. H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Fourier-transform infrared spectroscopy (ftir) was performed on the red foreign matter and it was determined that the foreign matter is a protein but unlikely to be blood. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. All injuries during production must be reported and there were no reported injuries during production of this batch. Also, only green liquid is used to inspect the product during production. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: "phlebotomist was with the patient and when he opened the sample collection kit in front of the patient, he found the sealed needle was with blood.".